Event description:
It was reported that after successfully completing a da vinci-assisted nephrectomy surgical procedure, inspection identified that the conductor wire insulation of the fenestrated bipolar forceps (fbf) instrument had a scratch. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: when the instrument was used during the last procedure, the instrument was inspected prior to use with no issue. There were some collisions during the procedure. The damage was found after the procedure and prior to reprocessing. There was no arcing and no thermal damage during intraoperative use.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported issue. The instrument was found to have damage to the conductor wire insulation at the distal end. The conductor wire was exposed as a result. The instrument passed the electrical continuity test. No signs of thermal damage were observed. The issue is attributed to a component failure. As part of the evaluation, the instrument was further investigated and scratch marks/abrasions to the bipolar yaw pulley was found. The damage is located near the damaged conductor wire insulation. This is related to the primary failure. The known cause of this related issue is attributed to mishandling and misuse. A review of the device logs (attached) for the fenestrated bipolar forceps (part# 471205-17/ lot/serial# (B)(4) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2022 via system serial# (B)(4). There were 3 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument had conductor wire damage during a procedure. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.